Event description:
It was reported that occlusion alarms occurred. The customer confirmed that the occlusion issue did not cause their blood glucose level to exceed 500 mg/dl or register as "high" on the cgm. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.